Event description:
It was reported that during an implant procedure the burr hole cap screw fractured in half. Half of the screw remains implanted in the patients skull. The patient experienced no adverse affects from the screw.

Manufacturer narrative:
The report event of broken guardian burr hole screw was confirmed. Microscopic inspection showed the returned screw tip being blunted and appeared to be ground down. The cause of the event is consistent with damage during use. The anomaly observed is consistent with the stress the screw was subjected to during the implant procedure. The screw was sent to the vendor (osteomed) for additional analysis but a DHR review could not be completed due to the lot number being unknown.